Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was inappropriately shocked due to artifact suggestive of movement. An x-ray confirmed suboptimal electrode placement. Boston scientific technical services (ts) recommended lead revision. The patient was contacted but failed to follow through. As of today the lead remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 was used to capture the surgical intervention.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was inappropriately shocked due to artifact suggestive of movement. An x-ray confirmed suboptimal electrode placement. Boston scientific technical services (ts) recommended lead revision. The patient was contacted but failed to follow through. New information received indicates that this s-ICD system was explanted and replaced with a transvenous system.